Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient made a mistake. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient received injection (inj.) Amikacin (500 mg, once daily, route and duration not reported) and inj. Reflin (1 gram, once daily, duration and route not reported) for peritonitis. The outcome of the peritonitis event was not reported. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event (previously not reported). On an unreported date, the patient's antibiotic treatments was discontinued. Should additional relevant information become available, a supplemental report will be submitted.